Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery on (B)(6) 2019 to explant the device. It is unknown if the patient has been re-implanted as of the date of this report. This report is submitted on may 6, 2019.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). This report is submitted on november 29, 2023.

Manufacturer narrative:
This report is submitted on march 21, 2019.

Event description:
It was reported that the patient experienced breakdown of wound and extrusion of the device. Subsequently, the patient was treated with antibiotics (date not reported). The implanted device remains.